Manufacturer narrative:
According to the facility on 3/17, the cap was on a central line lumen and was connected to a line infusing norepinephrine. It was cracked and leaking. The blood pressures were labile throughout the shift. The nurse went to check her lines and noticed the patient's pilled was wet. The patient had a blood pressure medication infusing and required increased doses of norepinephrine infusion until the cap was noted to be leaking and therefore replaced. The patient is ok. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 3/17, the cap was on a central line lumen and was connected to a line infusing norepinephrine. It was cracked and leaking.